Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -11.00/0.5/089 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Excessive vault was observed, lens remains implanted. Per updated information surgeon decided not to perform secondary intervention and to monitor very closely. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: one similar complaint type event reported for units within the same lot. Claim# (B)(4).